Manufacturer narrative:
Event date: (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid tracheostomy tube cuff had an air leak after a couple days of use with a patient. It was noted that there was a leak check performed in accordance with the device's instructions for use. No patient injury was reported.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One tracheostomy tube was returned for evaluation. Visual examination revealed no anomalies or holes. Functional testing was performed using a syringe to inflate the device and it was submerged under water. No leaks were detected. The complaint was not confirmed. These devices are 100 percent in-house visually and leak tested prior to release for distribution. The device had been in use for multiple days prior to the reported leak occurring. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.